Manufacturer narrative:
The investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4)¿ the dentist reported that 6 months and 19 days after the dental implant was installed in intraoral region 3#, its loss of osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type iii) and bone graft was placed.